Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's issues with high blood glucose levels. The mother states she was changing the customer's infusion set, and noticed it did not have the blue needle cover on it. The mother states it the second set with the same issue. The mother states the son's blood glucose level was 217mg/dl, but rose to 581mg/dl. The mother states she was going to open a new set and manually administer insulin to the customer. No further information provided.